Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a pmcf published by klinikum aschaffenburg ¿ alzenau, in germany. The title of this report is ¿a post-market clinical follow-up (pmcf) of the treatment of hand and wrist fractures with the stryker hand plating system¿ which is associated with the stryker ¿ variax hand locking and profyle standard¿ system. This report includes research done on 105 patients between the period may, 2019 and april, 2020. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses delayed healing and formation of pseudarthrosis followed by revision surgery. The report states: ¿ the third patient with primary complications [...], a (B)(6) woman who had suffered a I° open basal thumb limb fracture (ao 78.1.1.2 b) due to a severe blow to the right thumb. She was treated with a (6-hole) variax m plate osteosynthesis. Due to the open fracture, cefuroxime was prescribed for 10 days. In the regular radiological control after 6 weeks, the fracture did not heal and a pseudarthrosis was formed. A revision surgery was performed to treat the pseudarthrosis, during which the bony defect was filled with spongiosa from the ipsilateral distal radius and an angularly stable plate osteosynthesis was performed. In the last documented follow-up examination, the interphalangeal joint was nearly fused but the patient was lost to follow-up and no additional records are available.¿